Event description:
It was reported that the during the implant procedure, it was difficult to insert the lead into the pulse generators header. After additional attempts, the lead could be inserted. The electrical values were tested and were found to be in normal range. The device was successfully implanted.